Event description:
Patient revised due to loosening of femoral and tibial components caused by infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify FDA of the results of this investigation once it has been completed.